Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2016 with the following findings: the battery compartment was cracked. Unrelated to this issue, the audio bolus button was missing. The pump casing was cracked this complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 09/27/2016.